Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off because patient rolled over in bed got pulled out by the blanket on (B)(6) 2026.